Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At follow-up seven months prior the battery longevity had been 8.5 years and currently the longevity was 4.5 years. It was also noted that an atrial lead safety switch (lss) occurred on (B)(6) 2025, due to atrial pace impedance greater than 3,000 ohms. The lss automatically changed the atrial programming configuration to unipolar. At the current follow-up, the atrial programming was updated to unipolar pacing and bipolar sensing and the longevity then updated to 6.5 years. Technical services review of the device data indicated that the pacemaker was depleting normally. There was an increase in power consumption at the time of the atrial lss and the increase was consistent with higher atrial pacing thresholds as well as higher right ventricular (rv) pacing percentage. The pacemaker and atrial lead (non-boston scientific product) remain in service and no adverse patient effects were reported. If disk analysis is completed, add: a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.